Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the right side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Continued: a.4. 81.60 kg.

Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: device patch with lot number 3521198 and catalog number 68lp-420cc. ¿ deflation: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported deflation. Device has been explanted and replaced. This relates to the right side.